Manufacturer narrative:
(B)(4). Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality per mdu-5 qc functional test. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06079 and 2134265-2015-06078. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. It was noted that the image became outline (circle) and pullback stopped. After a catheter was reconnected the issue was resolved. However, the same issue occurred again during pullback and error was indicated but its code is unknown. No patient complications were reported.